Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation as no part was replaced.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that on the pendent was the message "error initializing collimator".

Manufacturer narrative:
Correction: manufacturer updated to proper value.